Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted right nephrectomy surgical procedure, the fenestrated bipolar forceps instrument's black cable was torn. The instrument was rechecked and was deemed intact. There were no extra fumes generated. A backup instrument of the same kind was used to complete the procedure with no patient harm.